Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw came loose in the patients mouth. The doctor retightened the screw. Site #30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was not returned. No pre-existing conditions were noted on the per. The device had been placed tooth #30 for an unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned and as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative: device not returned.